Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer identified a screamer drawer controller issue and began by verifying that the power supply was functioning properly, then disconnected the pyxibus communication cable from the communication sled, after which the station powered up successfully, disconnected the drawers one at a time and determined that full height drawer 4 was causing the issue, replaced the pyxibus controller card and the drawer board, performed a firmware update, and reconfigured the drawer in the station, tested the drawer using test software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and had black screen. Customer restarted several times but still failed and stated that there was no issue with the power or the network. Station went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.